Event description:
It has been reported that in the ICU and during insertion of the device the hub of the dilator detached from the shaft. The user did not apply any "additional force." The device was replaced and the procedure continued successfully. There was no reported delay or interruption. There was no reported patient death, complications or injuries. Medical or surgical intervention was not required. The patient outcome is listed as good.

Manufacturer narrative:
Qn#(B)(4).